Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 01/23/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/23/2015 with the following findings: evaluation revealed that the last bolus delivery and the last basal delivery were on (B)(6) 2014. The total daily dose prior to event date adds up correctly and reflects the users programmed basal rates. The alarm history shows typical usage alarms. The pump passed delivery accuracy test and found to be delivering within required range. Investigators were unable to duplicate the complaint. The battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).